Manufacturer narrative:
Device evaluation is not necessary because the return and evaluation would add no value to the investigation.

Event description:
It was reported that patient was seen to have an infection of the IV site associated with replacement surgery. The infection was noted to be resolved. No additional or relevant information has been received to date.